Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been 1 other event for the lot referenced. This is for a closed reduction for the same patient in 2014. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Initial hip implant surgery occurred in 2014 due to a fall. Since then the patient had three dislocations of the hip and the last one resulted in a revision surgery.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿a patient-fall initiated the first dislocation event that could become a recurrent dislocation due to soft tissue damage and possibly liner damage during this first dislocation requiring revision surgery for treatment.¿ device history review: indicated all devices accepted into final stock with no relevant discrepancies. Complaint history review: there has been 1 other event for the lot referenced. This is for a closed reduction for the same patient in 2014. Conclusions: a review by a clinical consultant concluded that "a patient-fall initiated the first dislocation event that could become a recurrent dislocation due to soft tissue damage and possibly liner damage during this first dislocation requiring revision surgery for treatment." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Initial hip implant surgery occurred in 2014 due to a fall. Since then the patient had three dislocations of the hip and the last one resulted in a revision surgery.